Event description:
It was reported that a patient had a scapular fracture. Patient experienced shoulder pain. Patient contacted surgeon and was instructed to go to ER for x-rays. No fracture readily evident. Patient returned to clinic for soc and study visit. Radiographs clearly showed acromial stress fracture without angulation nor displacement of the fracture. The acromial stress fracture is healing well.

Manufacturer narrative:
Please note the corrections made to the FDA registration number, it should be bloomington - 1649390 and the following: d3 manufacturer entity and the g1: manufacturing site: the reported event that was confirmed, since the medical expert confirmed that the xray provided matches the alleged failure mode. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below. ¿the original study x-rays confirms the presence of a non-dislocated stress fracture the acromion. And on implant positioning, the implant is well positioned.¿ however, there are several other patient & user related factors that may contribute to acromial stress fractures in rsa, like altered biomechanics, improper surgical technique, poor bone quality, overuse or excessive load, inadequate healing time etc. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text: device disposition is unknown.

Event description:
It was reported that a patient had a scapular fracture. Patient experienced shoulder pain. Patient contacted surgeon and was instructed to go to ER for x-rays. No fracture readily evident. Patient returned to clinic for soc and study visit. Radiographs clearly showed acromial stress fracture without angulation nor displacement of the fracture. The acromial stress fracture is healing well.